Event description:
It was reported that the customer received a continuous glucose monitor error 42 which resulted in the pump shutting down. Customer's blood glucose (bg) level was 17.9 mmol/l. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer administered a correction bolus to successfully resolve the bg.